Event description:
It was reported the patient's device was moved to the left lower quadrant secondary to pain and discomfort at the original implant site. The device was moved on (B)(6) 2012. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).